Manufacturer narrative:
Device evaluation summary: the ht70 ventilator was returned for failure investigation. The reported symptom could not be duplicated, but a different symptom was observed. The ventilator was powered up and successfully completed the power on self test. The log files were exported. After reviewing the event history, all "power up" events were preceded by "power down" events, indicating that the device did not reset during operation. The device was allowed to ventilate for approximately 5 days. Throughout the duration of ventilation, all 4 measured signals remained stable and did not attenuate. No errors or alarms were observed. However, during operation, the pump was observed to emit a squeaking sound. Upon further inspection of the pump, no damaged piston bearings or debris was observed. The abnormal sound was likely to be caused by a check valve not being seated properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: service engineer evaluated the device and was unable to duplicate the reported issue. Unit was put into ventilation under received settings and no defect was found. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was requested but not provided by customer. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, ht70 ventilator stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. There was no harm to the patient.